Event description:
Left renal artery pta an attempt was made to close with angio seal. Angio seal failed. Manual pressure was held followed by placement of femstop. Distal third of left foot became cyanotic and cold. Pressure on femstop gradually decreased and improvement was seen. Femstop removed at 2035 re-bleed occurred manual pressure applied and syock applied. Hemostasis achieved.